Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that immediately post-operatively the right atrial (ra) lead was noted to be sensing the r wave. Fluoroscopy revealed the lead had dislodged into the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.